Event description:
The facility biomedical engineering dept reported an infusion pump that failed during pt use. The pump was being used on a cardiothoracic unit pt with a cardiac tamponade. The pt was reported to be in a "critical condition." The pump was infusing dopamine with 5% dextrose at an unk rate. The facility's nurse educator reported the pt was transferred from cardiothoracic unit to cardiac catheterization lab ("cardiac cath lab") by two physicians. Upon arrival, the pump alarmed and lost its power. The pump was reportedly plugged in at that time, however, "it did not hold charge and it malfunctioned." According to the biomedical engineer, a battery failure had occurred, which was believed to be a failure code 570. The failure caused non-delivery of the medication to the pt and subsequently within 15 minutes of the pump failure, the pt arrested on the cath lab table. A full cardiopulmonary resuscitation was performed. The resuscitation was successful and the pt recovered. The pt status was reported to remain the same as prior to the arrest. According to the nurse educator, the pt did not suffer any injury or adverse consequences as a result of the arrest or resuscitation. The pt was transferred back to the cardiothoracic unit. Despite baxter's efforts to obtain additional info from the reporting facility, details were not availble regarding pt's demographics, rates of dopamine and dextrose infusions, and set up of the pump.